Event description:
A customer reported "2151 hybrid arm/cup transfer cup pickup failure and 4241 hybrid arm y-axis home detection failure¿ errors on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) confirmed the issue with the customer over the phone. The fse instructed the customer to remove all cups after the error and power off and on the software and analyzer. After restarting the analyzer and computer, the errors no longer occurred. No further action required by the fse. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2151] hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. [4241] hybrid arm y-axis home detection failure cause : the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event could not be establish; errors cleared after restarting the analyzer and computer.